Event description:
It was reported that the customer experienced air bubbles in the tandem mobi system, specifically within the cartridge, while pumping. The impact on the customer's blood glucose level was unknown as the caller declined to provide this information. Technical support resolved the issue by eliminating the large air bubbles and allowing the customer to resume their insulin therapy. The customer acknowledged and understood the resolution.